Manufacturer narrative:
(B)(4). The customer reported an inability to obtain an etco2 numeric during a patient event. The etco2 waveform was available. There is no report that device behavior impacted patient outcome. The device was evaluated by a philips field service engineer. The reported symptom could not be duplicated and there was no trouble found. Note that the device does not display a numeric for an etco2 value less than 7mmhg.

Event description:
The customer reported an inability to obtain an etco2 numeric during a patient event.